Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Device image indicated that device was programmed to high field setting and the device has met its projected longevity. Further analysis was performed in nominal settings and no anomaly was found.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. Elective replacement indicator was triggered on (B)(6) 2018. The device was explanted and replaced. The patient was fine after the procedure.